Event description:
It was reported that the coil became stuck to the catheter tip, and additional intervention was required to remove the coil. A 22 x 60 embold fibered detachable coil system was selected for use in the embolization of a splenic aneurysm. An 021 straight microcatheter was used to gain access to the splenic aneurysm. Upon inserting the coil, the coil started flailing around the aneurysm sac. The physician went to re-sheath the coil and exchange it for a smaller size when the coil stretched and caught on the microcatheter tip. Resistance was experienced during advancement and withdrawal. Ultimately the physician went in through groin access with a snare to remove the coil from the patient's body. Procedure time was prolonged, but the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Media analysis: the device was not returned for analysis, but media was returned in the form of a photo. The photo was reviewed, which showed the alleged damage. The orientation and quality of the photo made it difficult to verify the damage in the complaint. Multiple devices were shown tangled together.